Manufacturer narrative:
The user facility elected to have the user facility biomed department to inspect the system and a steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the y adapter and oscar hdmi input needed replaced. The technician replaced the y adapter and oscar hdmi input, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported they were not getting a signal from their vitals machine, and the surgical and wall monitors connected to their hexavue custom room rack were flickering intermittently. No report of injury or procedure delay.